Event description:
Pt with history of pacemaker admitted for diagnosis of myocardial infarction. During eval for atrial fibrillation, it was noted that the pacemaker was sensing and firing but not capturing. Pt went to or for removal of old generator and a portion of the ventricular pacing lead. Lead found to be fractured. Pacemaker had been implanted 5 years ago.